Event description:
It was reported there was possible problem with the implantable neurostimulator. The doctor was discussing replacing the ins or everything. It was noted that the therapy was not working. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).